Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was unable push down the angio-seal insertion sheath with arteriotomy locator into the artery. There was a lot of resistance and manual compression was performed. The estimated blood loss was less than 250cc. The patient was reported to be stable. The procedure was completed with manual compression. Additional information was received on 07 feb 2022: the procedure was a percutaneous coronary intervention (pci) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and a notification has been sent to the new product development (npd) quality team.